Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced two bent cannula events on (B)(6) 2025. The infusion set was in use for more than three hours. The patient went to the emergency room (ER) for three hours and the blood glucose level was 629 mg/dl.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
MDR (B)(4). MDR 3003442380-2025-17755. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 05-feb-2026 against "lot number 6013894 and similar malfunction codes: soft cannula bent/kinked/crimped after removal - blockage. Soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6013894 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 05-feb-2026 against "lot number" criteria equal 6013894 and similar malfunction codes soft cannula bent/kinked/crimped after removal - blockage. Soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaint is (B)(4). The complaint numbers are complaint (B)(4). Conclusion: after review, only complaint (B)(4) was determined relevant to the reported issue. The other five records were previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 6013894 was manufactured according to the work instruction (wi) version 124 and manufactured in the inset 3 li74, on 22-jun-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal - blockage. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013894 and related malfunction codes. Six complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date, no additional patient or event details have been received.